Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that 3 days after the implantation the patient felt dizzy and subsequently got the pacemaker checked. The follow-up showed that the right ventricular lead was not capturing for a few seconds, then the lead polarity changed to unipolar. The device was reprogrammed and the lead parameters were satisfactory.